Manufacturer narrative:
Model number/catalog number: sc-2218-50 serial number: (B)(4). Batch/lot number: 21296772/19580779 model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients ipg was getting hot and the patient experienced burning sensation whenever charging. It was also reported that the ipg was nonfunctional. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1132, sn:(B)(6). Device evaluation indicated that the device passed all tests performed and revealed no anomalies. Sc-2218-50, sn:(B)(6). Device evaluation indicated that a visual inspection found the lead was cleanly cut. The device damage was similar to the typical explant damage and was not considered a failure.

Event description:
A report was received that the patients ipg was getting hot and the patient experienced burning sensation whenever charging. It was also reported that the ipg was nonfunctional. The patient underwent an explant procedure.

Event description:
A report was received that the patients ipg was getting hot and the patient experienced burning sensation whenever charging. It was also reported that the ipg was nonfunctional. The patient underwent an explant procedure.